Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a burning smell coming from the back of her ih-1000 instrument. Nobody was harmed by the smell. A field service engineer was on site and checked the affected instrument. He checked all of the transport arm electronic boards and cables, both internal pcs, and pump assembly but was unable to find any trace of burnt components. At a certain point, he also noticed a burning smell. The failure was traced to the electronic boards. Replacement of the transport arm applicative board and associated axis boards resolved the issues. The instrument was returned to the customer operating within manufacturer's specifications. No reports of any smells were reported since the completion of service.